Manufacturer narrative:
It is unknown whether all fluid was completely removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. The size of the syringe used during the initial removal process was a 10cc syringe. Per the IFU, for balloon deflation and removal, "slowly deflate the balloon by opening the balloon stopcock and drawing a vacuum using the syringe (recommend using a 30cc syringe) until the balloon is completely deflated."

Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case that required surgical intervention for removal. This case involved a patient who was initially presented to the facility after sustaining injuries from a motorcycle accident, in the morning. Later in the evening the patient developed abdominal compartment syndrome and was transferred to the or. Right femoral access was gained and a reboa catheter was placed in zone 1. There were no issues encountered during advancement of the catheter through the sheath, or during use of the catheter for the reboa procedure. After the surgery procedure was completed, the resident surgeon attempted removal of the catheter through the sheath and met resistance. The main surgeon noted that a 10cc syringe was used and changed to a 30cc syringe and attempted the removal procedure without success. Vascular surgery was consulted where they performed a cutdown to remove the catheter and sheath as one unit. Upon investigation of this incident, it was determined that the likely cause of removal difficulty may be attributed to use-error, as it is not known whether all fluid was removed from the balloon prior to attempted removal and that the recommended 30cc syringe (per the IFU) was not utilized during the initial removal attempt. Overall, there was no confirmed deficiency with the prytime product exhibited in this case, nor a reported or alleged failure or deficiency of the prytime catheter or its labeling.